Event description:
It was reported that the patient had frequent ipg charging and was experiencing inadequate stimulation despite reprogramming done. The patient underwent a revision procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.